Event description:
The tip of a mkg stylet broke off and wound up in the pt's lung. The intubation performed was a difficult one, and had occurred in the emergency dept approx 2 months ago. The pt's condition deteriorated. Some time later, a fiberoptic bronch was performed, and they discovered that the tip of the stylet was found lodged in the lower airway. It was removed. The exact status of the pt was not known, but based upon conversation with customer, they did not believe that "after the tip was removed there was no add'l morbidity, and had been no mortality".